Event description:
It was reported that the systems monitor would not come on. Without a working monitor, the navigation system cannot function. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. Replacements parts were ordered. No conclusion can be drawn as repair info is unavailable at this time.